Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The device displayed no image with a b30 (scope communication) error, but was fine after aeration. In addition, the bending section cover had a leak, the bending section cover had a hole, switch buttons 1 and 4 were not working, there were dents throughout the insertion tube, the scope connector had fluid invasion, there was a cut on the charge couple device shrink tube, the bending section failed the continuity test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope displayed a b30 (scope communication) error, during preparation for use. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error b30 (scope communication) was that while the user was handling the device, leakage occurred from a-rubber, which led to water invasion of scope connector, then abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿- do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.